Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, 15 seconds left during ablation, the patient bucked and a fluid loss alarm occurred. Fluid was noted from the vaginal area and then the physician poured cool water on the affected area. The procedure was aborted due to this event. It was reported that the patient sustained burn on the external area of the vagina. An additional attempt has been made to obtain follow up event details with no response from the clinician.